Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. Customer¿s blood glucose value was unknown. Customer stated that the direction pad was not working. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that the alarm was not in progress at the time the button was unresponsive. The device will not return for the analysis.